Manufacturer narrative:
The certas valve was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined; however, the possible root cause for the for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported a certas valve (ID 828806) was implanted via l-p shunt on an unknown date with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). The patient's symptoms improved when the pressure was set to 8 however subdural hematoma and overdrainage was confirmed on imaging test. Patient is following up.